Event description:
It was reported that the customer stated 13 days after intubation, they checked the cuff, then confirmed air leakage. It was checked prior to pt use. The pt was re-intubated a day early.

Manufacturer narrative:
The 8 fenestrated tracheostomy tube was received for eval. The mfg lot # was not provided and therefore the device history record can not be reviewed. An inflation/deflation test was performed where 17 cc of air was added and the cuff did not hold air. Next, the sample was submerged into a container with water and 17 cc of air was added and a leak was observed in the flat pilot balloon. The reported failure mode was confirmed.